Event description:
Upcoming elbow revision surgery due to loosening. The custom-made case (B)(4) concerns revising a tema humeral implant. The implants are still in situ: - humeral stem #h6 left (part number 1504.14.060, lot number 1906322, sterilization 2000051) - humeral body small left+screw (part number 1550.15.110, lot number 2021999, sterilization 2300003). - axle #small (part number 1590.15.010, lot number 2303175, sterilization 2300054). The surgeon requested a long humeral stem with bone growth distally and cementation proximally to fit a small bearing surface. The ulnar implant (ulnar body, part code 1552.14.010, and ulnar liner, part code 1560.50.010) will not be revised. The standard ulnar and humeral components above mentioned were implanted on (B)(6) 2024. The patient is female, 78 years old. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts, no pre-existing anomaly has been discovered on the (B)(4) items manufactured with the lot number 1906322. We will submit the final MDR as soon as the investigation is complete.